Event description:
It was reported the patient¿s pump only lasted 2-3 years. The patient indicated they found the pump was leaking through the "side port" and the patient thus had the pump replaced. The medications which were contained in the pump at the time of the event in were not provided, but as of the report date, the pump device was used to deliver clonidine, bupivicaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# l78413, implanted: (B)(6) 2000, explanted: (B)(6) 2011. Product type: catheter. (B)(4).